Event description:
It was reported that during an unk procedure, a section of a vein was cut twice during the procedure. A small hemorrhage occurred, but the surgeon made a manual suture. The pt is well. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.